Manufacturer narrative:
A medtronic representative, following up with the site to conduct a system investigation, replaced the interface (umbilical) cable. A replacement interface cable was shipped to the site. The medtronic representative replaced the interface cable and performed a mechanical and functional test of the imaging system. The test revealed that replacing the interface cable resolved the issue. After part replacement a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The interface cable was returned to medtronic for analysis. On-site investigation was completed on the returned interface cable. A functional test was performed and failed. The medtronic investigation, found that the cable had two open conductors. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that; while in a spine procedure, the site's imaging system displayed a 'frame rate error' on the mobile view station (mvs) and the pendant on the imaging system will intermittently show the mvs as disconnected. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).